Event description:
Imp# (B)(4).

Manufacturer narrative:
Our installation specialist went out to the site and reduced the amount of attenuation to the telemetry antennas for the imaging department part of the antenna coverage area and correcting the antenna system setup. Customer issue was resolved.